Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient's ci device was explanted.